Event description:
On (B)(6) 2012, a pharmacist contacted lifescan (lfs) (B)(6) on the patient's behalf to report that the patient's onetouch ultra2 meter was prompting an 'error 4' message. Per the onetouch ultra2 owner's booklet this error message appears if there is a problem with the test strip, if the sample was improperly applied, if the meter detected a high glucose when testing an environment near the low end of the system's operating temperature range, or if there is a problem with the meter. The complaint was classified based on the customer service representative (csr) documentation, since the patient's mother was unable to be reached by phone for additional information. The pharmacist did not know when the subject meter began to prompt the error message. The pharmacist was informed by the patient's mother that as a result of the issue the patient was unable to test her blood glucose. It is not known how the patient manages her diabetes or if any changes were made to her usual diabetes management regiment after the meter began to prompt the error message. On an unspecified date, after the alleged issue started, the patient's mother told the pharmacist that the patient started to feel "bad" and was taken to the hospital and was hospitalized. The reporter did not know what symptoms the patient developed nor did the reporter know the reason for the patient's hospitalization or what treatment she received. It is not known if the patient's hospitalization was in response to an acute complication of diabetes. At the time of the call, the pharmacist informed the ccr that the patient's mother continued to obtain the "error 4" message when she attempted to test with a new vial of test strips. It was noted that the reporter was applying the sample correctly to the test strip. The alleged issue remained unresolved. Replacement product was sent to the patient. This complaint is being reported because the patient was reportedly hospitalized after she was unable to test with the subject meter due to the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k # is k053529.

Manufacturer narrative:
Follow-up # 1 (07/20/2012)-device evaluation: the meter involved with this complaint has been returned on (B)(6) 2012 and evaluated by product analysis (pa) on (B)(6) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pin 2 lifted high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.